Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that after placing the rectum with the contour stapler, a leak was detected in the middle of the staple suture row. 2-3 staples were not closed correctly. There was no incomplete staple line. The staple line had to be sewn dorsally over by hand. There were no patient consequences. Procedure: open rectal resection.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2020. D4: batch # t5c39k. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.